Event description:
A customer obtained higher than expected results for unconjugated estriol on access 2 immunoassay analyzer for qc and multiple patient samples. The customer found that all unconjugated estriol result was >s5, but acceptable results were produced after the reagent pack was replaced. The results were not reported out of the laboratory. No patient information has been supplied to date. The number of affected patient samples is undetermined. The customer did not receive any report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The results of qc runs before the event were high, out of the customer's established ranges. The qc data and system check information were requested, but not supplied to date. Although reagent issue was addressed, no clear root cause for the event has been determined to date.